Event description:
The facility representative reported to largo customer service a pump that overinfused during patient use. No patient injury or medical intervention was reported. Baxter attempted to acquire more information through an additional contact. However, no additional information could be provided.

Manufacturer narrative:
The device has been received in baxter and an evaluation is being performed. A follow-up report will be submitted when the evaluation has been completed.